Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire remained in skin. Patient claimed to have experienced some bleeding upon sensor insertion, and, upon sensor removal, minimal bruising. Patient reported experiencing no discomfort at the site of insertion. No medical intervention was necessary. At the time of the call, patient reported being fine.